Event description:
The patient family member stated the patient had a serious urinary infection and had to be hospitalized for four days. The patient family member stated after he was hospitalized, the infection resolved but patient had to use a catheter. The patient family member reported the patient stopped using the catheter and was unable to urinate on his own. The patient family member stated patient saw his urologist) and patient had a cystoscopy which the urologist determined patient's bladder was inert. The patient family member stated the urologist thought this may be due to the implant and would like patient to have his implant "deactivated." During call, the patient family member stated the (pp) batteries needed to be replaced. It was reported later that stated they fixed the programmer batteries and wanted to make sure the stimulation was turned off. The patient family member confirmed patient's stimulation was still on. The patient family member confirmed she was able to turn stim off. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.